Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: d9, g3, g6, h1, h2, h3. This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
Due to system limitations, section h6 required to input type of investigation, investigation findings, and investigation conclusions for an initial report. Pending additional information to complete investigation. This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the indicator window of an unknown exoseal vascular closure device (vcd) failed to change color during withdrawal, resulting in the exoseal being directly withdrawn from the body. Upon pulling the indicator wire outside the body, it was confirmed that the indicator window could not change color. There was no reported patient injury. No difficulty occurred when connecting the sheath and vcd. The indicator wire cowling locked to the handle, an audible click was heard, and pulsatile bleed-back was observed. The exoseal vcd and sheath were retracted together until the bleed-back slowed or stopped. The indicator did not show black or red, and the physician did not place a thumb on the plug deployment button during retraction. Upon removal, the indicator wire loop was deployed with no abnormalities observed, though the indicator window still did not change color upon pulling the wire. The patient recovered post-procedure. A retrograde approach was used during an interventional procedure. The operator was trained, and the exoseal vascular closure device (vcd) was stored and prepared according to the instructions for use (IFU). There were no visible signs of device or packaging damage. A non-cordis sheath was used. The femoral artery¿s suitability and a vessel diameter =5mm were confirmed via angiography. There was no calcium, plaque, nearby stent, significant stenosis, prior closure, or pre-existing access site complications. Other procedural details were requested but were not provided. The device will be returned for analysis.

Manufacturer narrative:
As reported, the indicator window of a 5f exoseal vascular closure device (vcd) failed to change color during withdrawal, resulting in the exoseal being directly withdrawn from the body. Upon pulling the indicator wire outside the body, it was confirmed that the indicator window could not change color. There was no reported patient injury. No difficulty occurred when connecting the sheath and vcd. The indicator wire cowling locked to the handle, an audible click was heard, and pulsatile bleed-back was observed. The exoseal vcd and sheath were retracted together until the bleed-back slowed or stopped. The indicator did not show black or red, and the physician did not place a thumb on the plug deployment button during retraction. Upon removal, the indicator wire loop was deployed with no abnormalities observed, though the indicator window still did not change color upon pulling the wire. The patient recovered post-procedure. A retrograde approach was used during an interventional procedure. The operator was trained, and the exoseal vascular closure device (vcd) was stored and prepared according to the instructions for use (IFU). There were no visible signs of device or packaging damage. A non-cordis sheath was used. The femoral artery¿s suitability and a vessel diameter =5mm were confirmed via angiography. There was no calcium, plaque, nearby stent, significant stenosis, prior closure, or pre-existing access site complications. Other procedural details were requested but were not provided. One non-sterile exoseal vascular closure device 5f involved in the reported complaint was returned for investigation. Visual inspection of the device showed that the deployment lever was not depressed, while the guard was locked. The plug was in its manufactured position, and the indicator wire was found fully deployed. Additionally, a 5f non-cordis catheter sheath introducer (csi) was returned inserted on the device. Finally, it was observed that the indicator window was received in the black/white position. During this visual analysis no additional anomalies were observed to be reported. A deployment simulation evaluation was conducted. During this analysis, the indicator wire was pulled to achieve the black/black position in the indicator window, then it was proceeded with the deployment lever full depression, achieving the indicator wire retraction, and plug expected deployment. Additionally, the indicator window black/white/red position was obtained as well. A high magnification microscopic evaluation was executed to evaluate the internal mechanism. During this analysis, no abnormal conditions were observed to be reported. The reported event of ¿indicator window no change to indicator¿ was not observed on the returned device, as functional analysis demonstrated full window transition and successful plug deployment. The exact cause of the issue experienced could not be conclusively determined during analysis. Based on the information available for review and product analysis, it is not possible to determine what factors may have contributed to the no change to indicator window, event reported, unspecified procedural, handling, and/or anatomical factors may have contributed to the reported issue. As warned in the instructions for use (IFU), which is not intended as a mitigation, ¿during retraction of the exoseal device and the sheath as a single unit it is important to ensure that the operator¿s thumb is not placed or resting on the plug deployment button. The instructions for use (IFU) provides the following caution: if the graphic pattern in the indicator window does not change to a solid black color after approximately 1cm of retraction from the point that pulsatile flow significantly slowed or has stopped, discontinue the use of the device.¿ neither the product analysis, nor the information available for review suggests that the reported failure could be related to the design or manufacturing process of the unit. However, an investigation has been initiated to further investigate similar complaints reported.